Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs)(B)(4) alleging that their onetouch verio2 meter would not provide a result when control solution was applied to the test strips. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter message occurred at 10:30am on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 2 hours after the alleged product issue occurred they "didn't feel good" and "almost fainted." In response to these symptoms the patient self-treated by consuming additional food and/or drink. The patient also stated that they were able to measure their blood glucose on another unspecified device at 12pm the same day and obtained blood glucose results of "33, 45 and 59mg/dl" with this device. At the time of troubleshooting the cca noted that the patient was not using the product for the first time, there was no misuse of the device and the issue was not resolved with training. The patient's meter was replaced. This complaint is being reported because of the delay in treatment the patient experienced. The patient was unable to test their blood glucose on the subject meter which led to them developing signs of serious hypoglycemia. The blood glucose results the patient obtained on another device the day after the alleged product issue began suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose; therefore the alleged product issue contributed towards the patient experiencing an acute complication of hypoglycemia.